Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one or some clips slipped off the vessel with the clips closed after ligation.

Manufacturer narrative:
Qn#(B)(4). This is a correction for report 3003898360-2018-01077 catalog number. The correct catalog number for 3003898360-2018-01077 is 544250. Other remarks: n/a.

Manufacturer narrative:
(B)(4). The following additional information was received. Two weeks after the surgical procedure the clinical condition of the patient changed suddenly, and additional surgery was proceeded. It was found that the clip or clips had slipped off the splenic vein and causing critical hemorrhage. The vessel was ligated at three points along with sutures. It is unknown if all the clips slipped off. The clips used were xl clip (544250), not the l size. The patient's current condition is unknown. The facility has communicated that the device is not available for investigation. Other remarks: a verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box lot# 73m1800098, the samples were functionally inspected, and during the inspection issue reported "clip slipped off vessel" was not observed in the current manufacturing. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, and the customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available later, this complaint will be updated accordingly.